Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated when she does an infusion set or cartridge change and she primes, it does not show up in the history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 29-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of manual primes performed. During testing, the pump successfully completed the rewind, load, and prime steps and the prime was accurately recorded in the prime history. During a visual inspection of the pump, there was no evidence of hypersensitive or stuck keys on the keypad. The original complaint of a history/settings issue was unable to be duplicated. There was no defect found.